Manufacturer narrative:
Product analysis the device was returned with the balloon in a pre-inflated state a visual inspection of the returned device found a crack at the hub/luer. A 20ml water filled syringe was used to pressurise the device and water leaked out through the crack medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rapidcross percutaneous transluminal angioplasty balloon, the balloon burst at an unknown rated burst pressure. The event occurred during the procedure. There was no injury or intervention required as a result of the balloon burst. The device was safely removed from the patient, and the procedure was completed using a new device. No patient complications have been reported as a result of this event.